Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 47 mg/dl, 32 mg/dl and 55mg/dl. Patient's sensor glucose value: 123 mg/dl. High blood glucose level of 280 mg/dl was also reported. Blood glucose level troubleshooting was declined. The customer was treated with candy, juice or ice cream. The device is not expected to be returned for analysis.